Manufacturer narrative:
Consumer was using the heating pad in the chair at time of incident. Labeling says "do not sit on or against or crush pad - avoid sharp folds. Place pad on top of and not under the part of the body needing heat. Burns can result regardless of control setting." By date code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. Condition has been duplicated in a lab under excessive abuse testing. Product has been redesigned and improvements have been implemented.

Event description:
Consumer fell asleep in chair with heating pad. A small fire started where the power cord is attached to the unit. The heating pad burned a hole in the chair and consumer's shirt and singed his pants. No injuries to consumer.